Event description:
It was reported that during a vena cava filter deployment procedure, the filter was partially deployed; although, the filter legs were stuck inside the delivery sheath. Therefore, access was gained in the jugular vein; a recovery sheath and a snare device where used to successfully capture and retrieve the filter. A new filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The event was reported via medwatch mw5032333. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A slight bend was identified on the pusher pad retraction lock and pushed pad. The catheter was retracted and a slight bend was identified on the delivery catheter approximately 56.9 cm from the pusher pad. The hub of the introducer sheath was sliced open longitudinally and there were no gaps. Skiving was identified on the introducer sheath approximately 0.3 cm from the distal tip. The investigation is confirmed for deployment issues as skiving was identified near the sheath tip. Based upon the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warning: precautions: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure.